Manufacturer narrative:
A customer informed about an event involving maxi 500 passive floor lift. Following information reported, during patient transfer (when the lift was lowered down), the lifting arm lowered rapidly and hit the caregiver's head. As a consequence of the event, the caregiver sustained an injury and was transported to the hospital. The customer confirmed that the caregiver returned to work. The customer did not reveal any additional information regarding event circumstances and sustained injuries. During a device inspection, an arjo technician found the actuator failure, also it was noticed that the actuator cover was broken and opened. The photographic evidence provided to the complaint showed that the actuator cover had a sign of mechanical damage. In summary, the maxi 500 device was used with the patient when the lift moved unintended. The lift did not meet the manufacturer¿s specifications as the actuator was faulty. This complaint has been reportable due to the allegation that the lift lowered fast unintentionally during patient transfer and hit the caregiver.

Event description:
A customer informed about an event involving maxi 500 passive floor lift. Following information reported, during patient transfer (when the lift was lowered down), the lifting arm lowered rapidly and hit the caregiver's head. As a consequence of the event, the caregiver sustained an injury and was transported to the hospital. The customer confirmed that the caregiver returned to work. The customer did not reveal any additional information regarding event circumstances and sustained injuries.